Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system froze (locked up) and would not fluoro. There is no report of patient injury associated with this event.